Event description:
It was reported that during patient use, a ventilator was displaying an oxygen sensor failure message. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The reported malfunction was verified. The oxygen sensor was replaced and the ventilator then passed testing.